Event description:
It was reported that the ilet displayed ¿unable to proceed¿ during a supply change and again after a successful dry run, consistent with an alarm/restart malfunction and an inability to complete fill tubing due to a possible occlusion; a replacement device was arranged, and the original device was later returned. Symptoms included hyperglycemia with blood glucose over 400 mg/dl without associated symptoms. Outcomes included patient self-management with subcutaneous insulin via pen, no outside assistance, and no medical intervention or hospitalization. Investigation included review of device notifications and guided troubleshooting and education, including supply removal, dry run, and shutdown guidance, and replacement logistics. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.